Event description:
During comprehensive electrophysiology and catheter ablation of supraventricular tachycardia with radiofrequency, and intracardiac echocardiography procedure, the catheter was connected to the steering handle, and the catheter would curl while in use. Catheter changed out and no further issues. No patient harm.